Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified it was returned in its original packaging but opened. The button is damaged and sutures were returned but in a soiled and with fraying and damage. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. Suture was returned damaged and frayed; however, it is unable to be confirmed if the suture was cut or if damage occurred during removal of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the button loop of toggleloc broke from the femur bone during fixation. No adverse event has been reported as a result of the malfunction.